Event description:
The customer states that the fast stop error displayed in during use. No patients were injured.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer says that they did not push the button. The customer also said the colonics printer was not working. The ge service rep arrived on site and troubleshot the system. The rep ran a series of tests and downloaded error logs to check the fast stop connections. The rep rebooted and moved the fast stop wires with no errors. He pressed the right fast stop, fast stop error in, no fluoro, column lift responds. After a series of tests, the system operates as intended.